Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a thrombolisis interventional procedure. Reportedly, a cuff miss occurred and a second proglide device was attempted with the same result. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of a cuff miss was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. Based on the reported information and analysis of the returned device, the most probable cause for the reported cuff miss is related to the operational context in which the device was used. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient reported to be in her (B)(6). Patient reported to be of average weight. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide is being filed under separate medwatch report number.